Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initially filed medwatch, follow up information noted the mitral regurgitation (mr) increased to 3. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2. On (B)(6) 2018, during the patient's 30 day follow up appointment, it was found that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). No treatment was performed at this time. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (restricted anterior leaflet). The reported worsening mitral regurgitation (mr) appears to be due to the slda clip. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.